Manufacturer narrative:
(B)(6). The device was serviced on-site by a field service technician. An alarm log review, service history review, functional testing, and visual inspection were performed. The f-49 alarm was identified during the alarm log review but not during functional testing. Functional testing produced alarm code 94, which was due to a damaged battery. To correct the condition, the main battery was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an f-49 (malfunction in real time clock: abnormal rtc data) alarm. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.